Event description:
It was reported that the patient's generator could not be interrogated in (B)(6), 2011. At the time of the report, the issue was believed to be with the programming wand as the reporter stated that the light would not come on when checking the battery power, indicating that the battery was depleted. The reporter also indicated that the light would not come on when the battery was replaced. Additional information received on (B)(6) 2012 revealed that the site was not having any issues with the programming system in question and that the system is used all of the time. Patient and product information are currently unknown, and attempts for additional information on the issue have been unsuccessful to date.

Event description:
Additional information was received indicating that troubleshooting was performed on the programming system in question and the device was functioning properly. The site indicated that they could not and would not try to determine who the patient was and no additional information was provided.

Manufacturer narrative:
(B)(4).